Manufacturer narrative:
(B)(4). The fisher & paykel helathcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and our knowledge of the product. Results: the hospital has not provided a sample, we were unable to perform a device evaluation. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. Fph currently makes 11 different sizes of prongs and recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including sizing information), and also state the following: - "use the sizing guide to choose suitable prongs or mask." - "prongs should fill the nares completely without stretching the skin. Use the biggest possible size." - "choose the correct length of the nasal tubing. Use the shortest length possible." - "connect prongs or mask to nasal tubing ensuring that it is inserted fully." - "if using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the bc6060 flexitrunk interface infant nasal prongs disconnected from the nasal tubing. No patient consequence was reported.